Manufacturer narrative:
As no further information is expected regarding this event, our investigation is complete. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that one month post implant, redness was noted at this pacemaker pocket site. A pet scan was performed and antibiotic treatment were prescribed. This device remains implanted and in service. No further patient symptoms were reported.